Manufacturer narrative:
The insulin pump was monitored and no rewind anomaly was noted. The insulin pump had no motor noise anomaly during testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was emitting an abnormal noise during rewind. The customer stated the insulin pump was not bumped or dropped. His blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.